Manufacturer narrative:
Visual inspection of the returned catheter revealed the luer extension tube was broken at the handle edge and the inner fluid lumen was also damaged and cracked but still attached with handle. Functional testing revealed the catheter failed the ablation simulation test. Saline was leaking through the damaged lumen. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the mfg process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.

Event description:
This complaint is reportable based on analysis completed on (B)(6) 2011. It was reported during the procedure, the connector between the catheter and tubing set was broken. There were no consequences to the pt. Preliminary investigation on (B)(6) 2011 of the returned device revealed a twisted inner fluid lumen. Functional investigation on (B)(6) 2011 revealed the luer extension tube was broken and the inner fluid lumen was attached but cracked which caused leaking.